Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/15/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: it was received for analysis an opened box with eighteen unopened samples of product code v443, lot pkbbmwq0. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off - suture needle was found, and the tested sample met the finished goods requirements. The reported complaint could not be observed.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During use the needle pulled off. It was unknown how the procedure was completed. There were no adverse patient consequences.